Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic esophageal hiatus hernia surgery, at mesh fixation, on the 4th firing, handle was stiff and could not be squeezed. Another device was used to resolve the issue in order to complete the case. There was no patient injury.